Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer is no longer functioning. A strip was printed at 0800, reported there is plenty of paper, had tried printing on demand and setting up timed print again before calling but neither were successful. During call it was verified the paper was loaded properly and went through the preferences menu once again but did not have success resolving the problem. Customer stated that the patient was not stable enough to power pump off/interrupt therapy. Pump will be tagged for biomed when it was taken off patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.